Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue, although the pediatric defibrillation electrodes used during the event was not returned to physio for evaluation. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to recognize a patient connection through the pediatric defibrillation pads. In this state the device would not be able to deliver defibrillation therapy if needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.